Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had shingles underneath the therapy electrode pads. The patient's physician instructed the patient to remove the lifevest until his shingles healed. There is no alleged device malfunction. The medical outcome of the irritation is unknown.